Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon came apart after being inserted- vagina [foreign body in reproductive tract]. Tampon came apart after being inserted [device breakage]. Consumer reported via e-mail that tampon came apart after being inserted. No serious injury was reported.